Event description:
It was reported by a customer that they explanted an intraocular lens (iol) on (B)(6) 2013 ((B)(6) 2013) and implanted another lens due to an error implanting the wrong diopter which was noticed from a post-op visit. The customer contacted amo regarding their mistake and wanted to follow their process and let amo know they had to explant a lens for wrong power they initially implanted. The diopter power was much different than what they originally implanted. Further, there was no injury to the patient or further complications reported.

Manufacturer narrative:
The device manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power 24.5 diopter for this lens. The batch has passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.